Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged, with stent struts on the first distal stent strut row lifted and pulled distally. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues with the hypotube shaft. A visual and tactile examination of the outer extrusion and mid-shaft section and visual examination of the inner extrusion found no issue with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal part of the stent strut got damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal part of the stent strut got damaged. The procedure was completed with a different device. There were no patient complications nor injuries reported.